Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 12/21/2020. [Additional event information]: the healthcare professional reported that during the coil embolization procedure targeting a cerebral internal carotid-posterior communicating artery (ic-pc) aneurysm, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l16329) was chosen after two axium¿ coils (medtronic) were implanted. There was a little resistance felt between the complaint coil and the microcatheter when it was advanced into the microcatheter. Then the coil could not be advanced into the introducer as there was also resistance between the coil and the introducer. It was reported that the coil became unraveled when it was removed from the patient¿s body. It was replaced with another 2.00mm x 6.00cm galaxy g3 mini coil and the replacement coil was implanted into the target lesion without any issue. The procedure was completed. There was no report of any patient adverse event or complication. Additional information was received indicated that continuous flush had been maintained through the microcatheter. The reported issue occurred during insertion through the microcatheter, before exiting the microcatheter. There was no blood flow restriction / reduction as a result of the reported event. The event did not result in any clinically significant delay in the procedure. The initial reporter phone:(B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 11/13/2020. The returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting a cerebral internal carotid-posterior communicating artery (ic-pc) aneurysm, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l16329) was chosen after two axium¿ coils (medtronic) were implanted. There was a little resistance felt between the complaint coil and the microcatheter when it was advanced into the microcatheter. Then the coil could not be advanced into the introducer as there was also resistance between the coil and the introducer. It was reported that the coil became unraveled when it was removed from the patient¿s body. It was replaced with another 2.00mm x 6.00cm galaxy g3 mini coil and the replacement coil was implanted into the target lesion without any issue. The procedure was completed. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 6.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The coil introducer was observed damaged and partially zipped. The device positioning unit (dpu) was observed with several kinked areas. The marker band was found at approximately 41cm from the distal end; this is within specification. A microscopic inspection was performed. The embolic coil was found outside of the introducer and was observed in stretched condition. The embolic coil was still attached to the resistance heating (rh) coil. No other damages were observed on the embolic coil during the microscopic inspection. Functional analysis could not be performed due to the condition of the returned device. A review of manufacturing documentation associated with this lot (l16329) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the complaint coil encountered a little resistance with the microcatheter when it was advanced into the microcatheter; then the coil could not be advanced into the introducer. When the coil was removed, it unraveled. Due to the condition of the returned complaint device, functional testing could not be performed. The reported issues that the coil encountered resistance with the microcatheter during advancement and resistance with the introducer could not be confirmed through functional evaluation, however, the condition of the returned device with the kinked areas on the dpu and the damaged coil introducer confirmed the reported issues. The reported issue of the coil becoming unraveled was confirmed based on the observation of the embolic coil condition during the microscopic inspection. Coil unraveling / stretching is a known potential issue associated with the use of this device. The instruction for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. The embolic coil can become unraveled or stretched during attempts to withdrawal it against resistance. It can also unravel or stretch if there was excessive force applied / exerted on it during procedural handling. Interaction with concomitant device(s) may also result in the coil becoming unraveled / stretched. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 6.00cm galaxy g3 mini coil left the manufacturing facility with the coil an unraveled condition as reported in the complaint. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l16329) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure targeting a cerebral internal carotid-posterior communicating artery (ic-pc) aneurysm, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l16329) was chosen after two axium¿ coils (medtronic) were implanted. There was a little resistance felt between the complaint coil and the microcatheter when it was advanced into the microcatheter. Then the coil could not be advanced into the introducer as there was also resistance between the coil and the introducer. It was reported that the coil became unraveled when it was removed from the patient¿s body. It was replaced with another 2.00mm x 6.00cm galaxy g3 mini coil and the replacement coil was implanted into the target lesion without any issue. The procedure was completed. There was no report of any patient adverse event or complication.